Event description:
Patient called alleging that one touch basic enhanced meter was giving inaccurate low readings. Patient had to call the paramedics because meter read 47 mg/dl. On the paramedics' meter, they got a reading of 346 mg/dl. Patient stated that patient could have gone into a coma due to this. Patient also stated that patient had a piece of bread before the paramedics came. Treatment by paramedics is unknown. Unable to contact the customer to obtain more information. Sending letter.